Manufacturer narrative:
Device evaluated by MFR.; the device was returned for analysis. A visual and tactile examination found that the midshaft and corewire were severely kinked at 22 mm proximal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube. The balloon, blades and tip section of the device were visually and microscopically examined and no issues were noted. The balloon had the appearance of having been inflated and deflated. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 06/3.25 flextome cutting balloon catheter was selected to treat the target lesion. It was noted outside of the patient's body that the that the shaft became fractured. There was no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. A 06/3.25 flextome® cutting balloon® balloon catheter was selected to treat the target lesion. It was noted outside of the patient's body that the that the shaft became fractured. There was no patient complications reported.